Event description:
It was reported that a patient underwent a nonischemic ventricular tachycardia ablation procedure thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring a pericardiocentesis. After the ablation for a nonischemic ventricular tachycardia case was completed, a pericardial effusion was noticed. The pericardial effusion was noticed when the patient's blood pressure dropped, and heart rate increased. The pericardial effusion was confirmed by intracardiac echo. The medical intervention provided was a pericardiocentesis and about 500 cc's of fluid were removed. The patient was reported to be in stable condition. With one ablation, the carto 3 system displayed a significant impedance rise of 20 ohms and the physician believed that to be the cause of the pericardial effusion. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR-reportable. The high impedance was assessed as not MDR reportable.

Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Manufacturer's reference number: (B)(4).